Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. Investigation summary: bd received samples and 6 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter, foreign matter and scratch with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter, foreign matter and scratch with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the root cause for embedded foreign matter appears to have occurred within the manufacturing process. Based on the investigation, a root cause for a scratch/ damaged tube and foreign matter in the gel could not be determined within the scope of this evaluation however a number of projects are in place that will help reduce the potential of introducing fm into tubes.

Event description:
It was reported that 38 bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367963) from lot 0133396: dirty tube ×19, fm in gel ×18, damaged tube ×6 & spot in tube ×1".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 38 bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367963) from lot 0133396: dirty tube ×19, fm in gel ×18, damaged tube ×6, spot in tube ×1".